Event description:
It was reported to baxter (B)(4) that the catheter was separated from titanium adapter when the customer changed the transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. Baxter (B)(4) sent the actual sample to manufacturer and investigation was performed at their facility. No problem was found during visual inspection. No failure was found during performance test. The returned device met all specifications. The lot number was not provided; therefore a batch review cannot be conducted.